Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26 mm sapien valve embolized into the ascending aorta upon deployment. Following sheath insertion, balloon aortic valvuloplasty (bav) was performed. On the first bav attempt the balloon was subannular. A second attempt was performed and this time the bav balloon moved aortic during inflation. The medical team discussed the patient¿s mitral annular calcification (mac) and the possibility of the sapien valve moving aortic during deployment. The surgeon proceeded with the procedure and during the root angiogram the sapien valve was positioned 50:50 across the native aortic annulus. The surgeon expeditiously proceeded with valve deployment. Just after the surgeon gave the order to inject for the angiogram, he pushed the device aortic and then called for a rapid inflation the delivery balloon. The surgeon then recognized the sapien valve was moving aortic and tried to correct the positioning; however, the surgeon moved the delivery system in the wrong direction, pushing the sapien valve even more aortic. The device was fully deployed in the sinuses of valsalva (sov) and eventually embolized into the ascending aorta. The patient¿s systolic blood pressure dropped into the 60's and was not recovering. The patient was placed on cardiopulmonary bypass (cpb) and the wire was left in place to ensure the embolized sapien valve did not flip. A second sapien valve was then implanted in a 70:30 aortic position, with no paravalvular leak (pvl) or central aortic insufficiency (cai). CT measurements of the aorta revealed a significant tapering at the level of the left subclavian. The ascending aorta measured 33 mm in diameter so the surgeon elected to secure the device with a gore 36 mm x 45 mm thoracic endograft in the ascending aorta proximal to the right innominate artery. This was successful and the sapien valve was stented open via the graft. One post-dilatation with a reliant balloon was performed to ensure there was good apposition of the graft to the aorta. The apex was closed and a single chest tube was left in place. The patient received 4 units of packed red blood cells, 2 units of ffp, and 2 units of cryo total during the case. The patient was weaned off of cpb and transferred to the intensive care unit, intubated and in stable condition. Two days post tavr the patient was noted to be extubated neurologically intact and doing well. The native aortic annular diameter was 23 mm by tee and 18.1 mm x 26.5 mm (area 418) by CT. The native aortic valve was severely calcified. The aortic root was moderately calcified. There was bulky mitral annular calcification (mac) and mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 60%. The image intensifier angle was described as fair and the coaxial alignment of the valve and delivery system was described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the aortic embolization was severe mac and left ventricle outflow track (lvot) calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The imaging from the tavr procedure was not available for review. Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic embolization cannot be confirmed. However, a combination of procedural factors (fair image intensifier angle, the physician moving the valve aortic just prior to rapid inflation of the delivery balloon) and patient factors (bulky mac and lvot calcification, severe native aortic valve calcification, preserved ef (60%), and mild ventricular septal hypertrophy) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.